Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The anvil clamping mechanisms were deformed. The anvils were bowed. The knife-bar assemblies were buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open upper arm extremity fistula procedure. The stapling devices were being used for the division of the fistula. There was no provided information regarding the issues associated with the stapling devices. In order to resolve the issue and complete the case, the stapler was reloaded and fired.